Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing filled with ns split at the safety clamp while the roller clamp was closed and attached to a patient. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing split at the safety clamp while the roller clamp was closed and attached to a patient. There was no patient harm.

Event description:
The customer reported that the tubing filled with ns split at the safety clamp while the roller clamp was closed and attached to a patient. There was no patient harm.

Manufacturer narrative:
The customer's report that the tubing split at the safety clamp was confirmed. Visual inspection of the set observed that the slide clamp component was loose and not attached onto the lower fitment component as intended. No obvious damages or issues were observed on or around the areas of the loose components. The loose components were able to be re-attached onto each other in which no further issues were observed. The root cause of the customer¿s experience was not identified.